Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with air bubbles and high blood glucose. Troubleshooting was performed and the air bubbles were gone when the customer changed the infusion set. The customer's current blood glucose was 420 mg/dl. The customer's blood glucose at the time of incident was 400 mg/dl. Customer would call back to perform high pressure test. Insulin pump would not be returned.